Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited far r wave oversensing. Reprogramming the lead resolved the issue. The patient would be monitored.